Event description:
It was reported that the pcu had a battery discharged message during a set up a patients continuous epidural infusion. The pump was plugged in and did alarm for low battery. There was patient involvement but patient impact was unknown.

Manufacturer narrative:
Omit: a0705 - battery problem (2885), g02002 - battery. Additional information: imdrf annex a and g codes.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pcu had a battery discharged message during a set up a patients continuous epidural infusion. The pump was plugged in and did alarm for low battery. There was patient involvement but patient impact was unknown.